Event description:
It was reported that an unspecified malfunction alarm occurred, and the wake button was not working. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 88 mg/dl.